Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference #: 1627487-2019-06206. It was reported the patient experienced ineffective stimulation from the scs system. As such, the patient underwent surgical intervention wherein the system was explanted.

Event description:
Related manufacturer reference #:1627487-2019-06206.